Event description:
Contact in (B) (6) reported that 2-3 months after surgery, the screw of the oc plate was found to have backed out. Surgeon has taken no action at this time. The pt is reported to have rheumatoid arthritis.

Manufacturer narrative:
Info is limited at this time and no definitive conclusions can be made. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.